Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2012, the patient contacted animas alleging unexplained frequent high blood glucose (bg) readings. The patient claimed a recent bg reading over 500 mg/dl. The patient denied developing signs/symptoms suggestive of hyperglycemia with the high bg. In response to the high bg, the patient stated she bolused and confirmed her bg's would come down. At the time of the call, the patient also reported that she had found multiple auto-off's in her pump and did not know the reason why the auto off's were occurring. Review of pump settings revealed that the pump's auto-off setting was enabled and set for 12 hours. Animas customer support explained to the patient that when this setting is enabled the pump would suspend insulin delivery when there is no key press in the user-set time period. At the time of the call, the patient also informed customer support that she was given steroid injections a couple of weeks prior and that her hcp had made adjustments to her basal settings. Customer support advised the patient to discuss auto-off feature with hcp to see if he would like the setting on for her. This complaint is being reported because the patient obtained a bg reading equal or greater than 500 mg/dl while on insulin pump therapy.